Event description:
It was reported the duodenovideoscope had grasping forceps stuck at the tip of the insertion section and could not be removed. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There was a slight delay however the procedure was completed by changing to another device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "unable to withdraw the endo-therapy accessory" was caused since the endo therapy accessory got caught inside the instrument channel and could not be withdrawn. The event can be detected/prevented by following the instructions for use which state: the instruction manual reprocessing manual¿ chapter 3 cleaning, disinfection and sterilization procedures, 3.5 manual cleaning¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.